Event description:
A customer reported that the t:slim x2 pump battery would not charge, with the screen remaining dark and the device unable to turn on. There was no adverse impact to the customer's blood glucose level. The technical support instructed the customer to confirm the pump was not plugged into a power source, attempt a reset, and try different charging cables. The issue was resolved using a non-tandem charging cable and wall adapter, although they informed the customer that such third-party supplies are not recommended outside troubleshooting. The support team agreed to send a replacement tandem wall adapter and charging cable. The pump was put into storage mode to continue addressing the issue.